Event description:
Information has been received that a smiths medical fluid warmer was found to have a faulty disposable alarm.

Manufacturer narrative:
Device evaluation: one hotline warmer was received for investigation with a cracked reservoir tank at the bottom, a cracked enclosure under the drain fitting, and missing aux outlet label. It was also noted that the membrane switch was bent and stuck in between the interlock block and the plate clip drain fitting. The device also visibly had old style components including, the enclosure, pcb, and drain fitting. Upon functional testing, it was found that the device microswitch was bent and stuck inbetween the plate clip and interlock block, causing an audible disposable alarm. Based on the evaluation, the complaint was confirmed. The bent microswitch/problem source was as a result of the customer inserting and removing of disposables from "normal wear and tear".

Manufacturer narrative:
Additional information received: the reporter stated the problem was being used on a patient. There was "no injury because of failure".